Event description:
It was reported that during the locking and the unlocking of the jagwire while an equipment in-service for therapeutic procedures was being performed, the tungsten coating on the outside of the jagwire peeled. The complainant indicated that there was no pt involvement in the event.